Event description:
It was reported that bd nexiva 20ga x 1.00 in dp with maxzero needle through catheter it was reported by customer that the all three ivs were initiated into the skin and vessel with difficulty. It was very hard. Almost feels like the needles are not that sharp. Once in the vessel, return blood flood flow was present but stopped halfway. They did not completely back fill. When flushed all 3 IV's blown. And essentially the catheter had disconnected from the needle at the bottom. Just wanted to make you aware about the issue because it could cause issues of parts of the catheter getting left in the vein. Verbatim: (B)(6) 2024 - we currently had three issues today, (B)(6) 2024, with nexiva issues. Two were 20g nexiva lot 4095643 ref 383576. One 22g nexiva lot 4131782 ref. All three ivs were initiated into the skin and vessel with difficulty. It was very hard. Almost feels like the needles are not that sharp. Once in the vessel, return blood flood flow was present but stopped halfway. They did not completely back fill. When flushed all 3 IV's blown. (B)(6) 2024 - essentially the catheter had disconnected from the needle at the bottom. Just wanted to make you aware about the issue because it could cause issues of parts of the catheter getting left in the vein. When was this defect observed (we also had an issue recently where it appears the needle completely punctured through the catheter)? During or before use? It appears this was during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 12 unopened samples, 3 opened sample and 2 photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample showed that the needle piercing through the catheter tubing near the nose of the adapter. Bd determined that the cause of the failure was user error. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Date of event updated to 8/29/2024.